Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-sep-05. It was reported that the patient's medical history included dystonia since (B)(6), which now included dystonic "mirror storming." Additional medical history included quadriplegia. It was noted that the patient's previously reported cerebral palsy was present since birth. Concomitant products included dantrium 25mg at 2-4 dosage units every 6 hours, valium 10mg at 1-2 dosage units as required, benadryl 25mg twice daily for sleep, and zotex 4mg every 6 hours. It was noted that adjustments in daily rates and bolus amounts were changed. The patient's drug concentrations and daily rate were decreased so the patient could have lioresal in the pump. As of (B)(6) 2017, the tightness and headaches had improved. The belching had stopped for a while, and insomnia had not resolved. The patient had follow-up currently for the occasional vomiting.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no further troubleshooting was necessary as the mother of the patient requested lioresal rather than compounded baclofen now that their insurance will pay for the brand name drug. The cause of the change in therapy was not applicable. Information was received from a consumer's family member regarding a consumer receiving lioresal [2000 mcg/ml] at a rate of 175 mcg/day and compounded baclofen [2250 mcg/ml] at a rate of 185 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported there was a change in therapy effect and have been seeing some side effects with the patient from compounded baclofen because the healthcare provider (hcp) was trying to extend the refill intervals and increased the concentration from the 2000 pure lioresal to 2250 compounded baclofen. They have seen tightness with the patient's symptoms; their heartburn is constant and the patient is belching all the time; the patient experiences occasional vomiting that also can be triggered with oral medication administration. The patient has been struggling with insomnia and the patient has been having more headaches and not sure if it is sinus related. The symptoms came on gradually and states they changed the concentration to 2500 and felt they were starting over again with the patient's settings and requested the hcp reduce it to 2250 on(B)(6) 2017 which the hcp did. They feel the patient I s getting too much medication and seeing symptoms of overdosing based on what they are reading and states from fill to fill it's not consistent with the patient's responses. The patient's refill interval is currently every 6 weeks and doubts it is related to the shelf life/stability etc. Of the compounded medication. After the first of the year in (B)(6) 2017, the patient changed from lioresal to compounded baclofen due to insurance changes. When they changed the concentration it affected the patient and had to change the bolus and increase the boluses. They stated from setting to setting, refill to refill prior before the pump change the patient didn't have the symptoms and issues they have been since they changed from lioresal to compounded. These symptom changes were considered gradual.